Event description:
It was reported to medtronic minimed that the customer experienced keypad anomaly. Customer called with keypad anomaly complaint. And also reported crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884, and the customer response was the insulin pump will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self test due to unresponsive down button. Unit's keypad functioned properly and navigated through menus. Successfully downloaded unit history using thump software. On adapt, no stuck key alarm noted. P-cap locked into place properly during testing. Pump was cut open to perform a visual inspection and found no moisture or physical damage. The following were noted during visual inspection: cracked case-corner of belt clip rails, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, customer concern for keypad/button unresponsive/button error not confirmed. Keypad functioned properly and no alarms alerted during testing or in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.